Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation, capsular contracture baker grade IV.

Event description:
Healthcare provider reported a right side capsular contracture baker grade IV and deflation. The device has been explanted.

Event description:
Healthcare provider reported a right side capsular contracture baker grade IV and deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: not observed openings during analysis. Capsular contracture: unable to observe as it is not related to the device. Additional observations: observed creases on the device. Observed wear abrasion on the device. No further actions are required since no manufacturing issue is observed.